Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The working channel sleeve did not protrude when received. However, maximum working channel sleeve protrusion was noted when the large knob was articulated clockwise. A kink/elevator mark was noted approximately near the distal end. A functional assessment was performed. The reported complaint incident of ¿inadequate visualization ¿ poor image quality¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, this device was cannulated into the bile duct over the guidewire, then endoscopically performed biliary drainage (epbd) was performed. It was then noticed that the image started to become cloudy and observation could not be performed. The spyscope ds was pulled out from the bile duct. The lens part was wiped with gauze and the spyglass controller was restarted. The spyscope ds was also removed and was reinserted but the issue was not resolved. They tried inserting a spyscope ds demo scope and the image became clear. They decided to use another spyscope ds and the procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding.